Manufacturer narrative:
(B)(4). The event was initially evaluated and determined to be non-reportable. The returned device was evaluated and the event was determined to be a result of a product malfunction, therefore it is reportable. Device evaluation: the reported complaint was confirmed through examination of a returned product sample. The customer provided a guide wire that was kinked at and separated. The catheter was not returned. Approximately 4.5 cm of core wire was missing and not returned. The core wire was bent adjacent to the separation. A device history record review was not performed because the lot number was not provided by the customer and a potential lot number could not be obtained. The provided instructions describe suggested techniques to minimize the likelihood of guide wire damage during use and caution not to withdraw against the needle bevel and not to use excessive force during removal. Since the catheter involved in the incident was not returned, the probable cause of this issue could not be determined. No further action will be taken.

Event description:
It was reported that during insertion the md could not advance the guide wire through the catheter due to severe resistance. As a result, a new kit was opened and used to complete the procedure. There was no delay in treatment, but no harm was caused to the patient. No death or complications occurred to the patient.